Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and undefined impedance and non-capture. When the implantable pulse generator (ipg) was removed from the pocket, the lead pulled out of the device header without loosening the setscrew. The lead was reseated in the device header properly and the setscrew was tightened. Appropriate function was then noted. The ipg and lead remain in use. No patient complications have been reported as a result of this event.